Event description:
A malfunction was reported on the pump, with no notable events occurring beforehand. The customer's blood glucose level was not adversely impacted and did not exceed 500 mg/dl. Technical support assisted in resetting the pump, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was instructed to monitor the pump and call back if any issues reappear, which they acknowledged and understood.